Event description:
It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was inserted into the patient and it was noted that the hemostasis valve was leaking blood. The hemostasis valve was tightened, but the leak remained. It was noted that this was just a small leak of about 10ml. This device was removed and exchanged for a new one. The new was was used to successfully complete the procedure. The closure device was implanted in the laa of the patient. The patient was stable following these events and was discharged from the hospital as planned.

Event description:
It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was inserted into the patient and it was noted that there was a valve leaking blood. The hemostasis valve was tightened, but the leak remained. It was noted that this was just a small leak of about 10ml. This device was removed and exchanged for a new one. The new was used to successfully complete the procedure. The closure device was implanted in the laa of the patient. The patient was stable following these events and was discharged from the hospital as planned.

Manufacturer narrative:
The returned device consisted of a watchman access system with a dilator snapped into the hub. Analysis of the tip and sheath included microscopic and visual inspection. Inspection found no damage or defect to the access device. The was tested for leaking by attaching a syringe (filled with water) to the hub of the device. The valve was tightened/closed, and positive pressure was applied. The valve closed fully and did not leak. This test was performed with the dilator in the sheath and out of the sheath. The reported leak was not confirmed.